Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event: unknown. Additional product codes: hrs and hwc. (B)(4) lot unknown. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed on (B)(6) 2016, to remove a broken variable angle distal femoral plate. The patient was implanted with the device on (B)(6) 2015. The patient presented to their doctor for a routine follow-up and x-rays were taken which showed the plate broke and fracture was not healed. Plate was removed on (B)(6) 2016 successfully and patient was implanted with non-synthes devices. There was no patient harm intra-operatively and the procedure was completed successfully with no delays. This is report 1 of 1 for (B)(4).